Event description:
One patient with discrepant potassium results. No adverse events reported in association with the incorrect results. Initial potassium 5.3 mmol/l, repeated 4.5 mmoi/l. If additional info is received, appropriate notification will be provided.